Event description:
Complainant alleges lying on a heating pad in bed for 30 minutes and awaking to find her bedding smoldering and the heating pad melted. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is the direct result of misuse/abuse of the product.